Event description:
The customer reported that when the crystalens packaging was opened, the lens optic had a crinkle in it. The lens was not used.

Manufacturer narrative:
The lens was discarded by the user facility and will not be returned to b+l for analysis. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. No other complaints have been received for this lot. Based on current info, the root cause of the event could not be determined.